Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4). Total number of events - (B)(4). Proceed* multi-layer laminate mesh - (B)(4). Prolene polypropylene mesh - (B)(4). Ultrapro mesh - (B)(4). Vicryl polyglactin 910 mesh - (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that a patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2014 and mesh was implanted. Concurrent procedures included an anterior colporrhaphy, vault suspension, placement of a suprapubic tube, augmentation with a porcine allograft, and a transurethral injection of coaptite. It was reported that she experienced pain, erosion of her internal bodily tissue, bowel difficulties and worsening incontinence. It was reported that the patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4).

Manufacturer narrative:
(B)(4). Reporting period (B)(4) 2014.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Reporting period august 1, 2014 through september 30, 2014 supplemental 10.

Manufacturer narrative:
Date sent to the FDA: 08/22/2016. Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2014 through september 30, 2014.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 04/19/2017. (B)(4). Reporting period august 1, 2014 through september 30, 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2014 through (B)(6) 2014 supplemental 17 - attachment: [(B)(6) 2014 ftl supplemental 17.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4) reporting period (B)(6) 2014 through (B)(6) 2014 supplemental 21 - attachment: [(B)(6) 2014 ftl supplemental 21.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2014 through september 30, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2014 through september 30, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2014 through september 30, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period august 1, 2014 through september 30, 2014.

Manufacturer narrative:
Date sent to FDA: 12/26/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2014 through september 30, 2014.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2014 through september 30, 2014.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period august 1, 2014 through september 30, 2014.